Event description:
It was reported that approx 36 months post ivc filter implant, CT imaging demonstrated three detached filter limbs embedded in the ivc wall near the filter. It was reported that the legs were observed to be extending through the ivc wall. There were no attempts to retrieve the filter or the detached filter limbs at that time. Approx 60 months post filter implant, the filter was successfully removed without incident. The detached filter limbs remain implanted. The pt is asymptomatic.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample will be retained by the user facility risk mgmt dept. Therefore, a sample eval could not be performed. The investigation is currently underway.